Manufacturer narrative:
The customer¿s report of a hole ¿tear¿ in tubing was confirmed. During visual inspection of the set received it was noted that the silicone segment had a small tear near the lower fitment. The tear was measured to be 0.0215 inches long. No crush marks were noted on the upper fitment or lower fitment under a microscope. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was observed coming out from the silicone tubing near the lower fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not identified.

Event description:
The customer reported that while spiking a bag with new tubing, hole noticed just above upper fitment. There was no report of any patient harm.